Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off and the reservoir does not stay locked in. The insulin pump was missing the reservoir tube o-ring. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump reservoir compartment is broken and the reservoir does not stay in. Customer also indicated that the pump is cracked and the o ring is missing. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.